Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the meter read high for blood glucose (bg) value and did not display a number. The patient was taken to their healthcare professional and went to the emergency room from there. They were treated for dehydration and by that time their bg was 118mg/dl as the patient was treated with insulin via syringe. The patient was treated with IV fluids only and discharged that night. The reporter stated that the patient was missing boluses from history on diasend print out. A review of the bolus history showed long periods of time when they swear they gave a bolus. There were no alarms, no time and date issue, the current time and date are correct and hold when doing battery changes. The reporter stated that they thought that the boluses were not given and the patient was in hospital as a result. This report is being made due to the hyperglycemic event the patient experienced due to an alleged history settings issue.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/20/2014 with the following findings: a crack at case seal of battery compartment was observed; the returned battery cap was able to fully tighten to the pump and was used to complete all testing. The meter was not returned with the pump. Pump powers on with vibratory and audible features. Pump was exercised for 24hrs; no alarms occurred during this time period. A 10u normal bolus and a 10u audio bolus were performed successfully. Both were accurately recorded in the pump history. Pump was then download using diasend software program; the boluses were correctly displayed in the download. The bolus history found to be recording accurately. The black box shows a replace cartridge alarm on (B)(6) 2013. Pump successfully completed a delivery accuracy test. Investigators were unable to duplicate the reported complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.